Event description:
It was reported that the customer's blood glucose (bg) value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates and changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.